Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device touchscreen will not hold calibration while at the bench. There were no patient involvement and no harm or impact to the customer.